Event description:
The facility reported a colleague infusion pump with a malfunction of "199:117:307:0000 failure code memory crc check failed". This condition had the potential to interrupt delivery. It is unknown when this condition occurred in the sterile processing department. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "199:117:307:0000 failure code memory crc check failed" was confirmed by baxter personnel in the pump?s event history. The root cause was assigned to depleted main batteries. The main batteries were replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.